Event description:
It was reported that the care giver (cg) had connected the patient to the patient line of the cassette prior to the completion of the priming phase of peritoneal dialysis therapy on the homechoice machine. The technical service representative reviewed proper procedures with the cg and assisted the cg in ending the therapy. The patient would complete therapy using all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the patient line of the cassette prior to the completion of priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.